Event description:
During a remote follow up, noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Additionally, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and provocative testing and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.